Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 24-year-old patient with a 7300tfx25mm valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of five (5) years and two (2) months due to severe structural valve deterioration (svd) with thickened and restricted leaflets leading to severe stenosis (mean pg 22mmhg). The patient presented with nyha class iii, severe pulmonary hypertension and rv dysfunction secondary to moderate tricuspid regurgitation. A 26mm transcatheter heart valve was successfully implanted within the surgical device. The patient was noted as to be discharged home.

Manufacturer narrative:
Added information to section d4 (expiration date), h4 (device manufacturer date) and h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusion). An image was submitted for review. Per image review the report of severe structural valve deterioration (svd) leading to stenosis could not be confirmed through per provided image. Image showed a radiographic image of a valve in valve. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of rheumatic heart disease in addition to the patients age at implant. Correction: section h6 (device code) codes 4066 - device stenosis and 1250 - fluid/blood leak were removed.